Manufacturer narrative:
This issue was identified when the customer obtained low out of range quality control (qc) material recoveries for lipase (lipl) on a dimension vista instrument and performed a look back on the results that were generated from the time the qc materials were within range to when the qc materials were out of range.the customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the data remotely and found that the discrepant results were generated from the same lipase (lipl) reagent flex sequence and well set. The ccc specialist reviewed the error log and found multiple errors for the reagent preparation probe vertical motor in motion mismatch. There were also reagent arm 2 (r2) angular motor initial position mismatch errors as well. The ccc specialist instructed the customer to clean the linear bearing, drive screw of the reagent probe and the reagent preparation probe drain. The ccc specialist asked the customer to check the reagent preparation probe lines to make sure they were seated correctly in the j-hook. The customer was able to home, initialize and sequence the reagent preparation probe without any issues. The ccc specialist then asked the customer to clean the r2 linear bearings and drain. The customer was able to home, initialize and sequence the r2 probe without any issues. The customer performed a comparison study with patient samples between the two instruments and the results were within acceptable limits, however the customer was concerned about the bias for some the samples in the correlation study. A siemens customer support engineer (cse) on site recommended that the customer recalibrate the assay. The cause of the discordant, falsely depressed lipase (lipl) results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed lipase (lipl) results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument and on an alternate dimension vista 500 instrument resulting higher. The repeat results were in alignment with the clinical history of the patients. Corrected reports with results from the alternate dimension vista 500 instrument were issued. There are no known reports of patient intervention due to the discordant, falsely low lipase (lipl) results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely low lipase (lipl) results.

Manufacturer narrative:
The initial MDR 2517506-2018-00298 was filed on 02-may-2018. Additional information (08-may-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and the actions performed by the customer as per the instructions of the siemens customer care center (ccc) specialist. The hsc specialist determined that the discordant lipase results may have been caused due to inadequate reagent preparation, which was caused by the mismatch errors on the reagent preparation probe and the r2 (reagent arm 2) arm. There are no reports of additional discordant results from the instrument after the maintainance activities were performed. The cause of the discordant, falsely depressed lipase (lipl) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated.